Manufacturer narrative:
Investigation results: visual examination of the returned complaint device revealed that the balloon was torn circumferentially. It was noted that the section of the catheter located under the balloon was broken and detached. Also, the distal tip of the catheter was not returned with the device. The guidewire returned inside the device did not show any damage and was in good condition. Functional analysis could not be performed due to the condition of the device. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal balloon dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the balloon was attempted to be inflated at 7 atm, it burst. It was also noted that the balloon was unable to be deflated completely. The device was then pulled out from the patient, which reportedly damaged the balloon further. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal balloon dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the balloon was attempted to be inflated at 7 atm, it burst. It was also noted that the balloon was unable to be deflated completely. The device was then pulled out from the patient, which reportedly damaged the balloon further. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.